Event description:
It was reported that they are returning their unit for service. Description of failure: blue and green cable errors. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require defective rotational and translational cables replaced, replace defective underhousing, damaged upper case replaced, defective fastening material replaced, unit cleaned and calibrated. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Testing included: functional test performed, functional test according to test procedure.